Event description:
While the doctor was fitting a tibial trial into place, a plastic piece to tibial impactor broke into two pieces. Both pieces fit together. There were no gaps, chips, or missing pieces to the device. Surgical site irrigated with lr [lactated ringers] via simpulse.